Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars were leaking during a vitreoretinal procedure. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information: a device history record review was conducted. No anomalies were identified. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that this is the second complaint received against the trocar component lots for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is not identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).